Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that the lens optic had a fracture throughout the center when inserted into the eye. The lens was removed and the procedure completed the same day with another lens. Additional information has been requested.